Event description:
End user alleges their scooter was in need of repair. The end user continued to use the scooter even though the repair was not done. End user alleges they were driving the scooter up onto their porch when they tried to stop the scooter the wheel became stuck in the banister of the porch causing them to fall from the scooter. The end user sustained a fractured right ankle, three fractured fingers on their right hand and broke a tooth.